Event description:
In 2007, a pt underwent cerebrospinal fluid drainage and subsequent implantation of a gore tag thoracic endoprosthesis. Postoperatively, the pt presented with paraplegia. It was reported that the pt has since regained some sensation and motor function. The physician will continue to monitor the pt.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.